Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 20732642, expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. In addition, product was expired at time of event.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 20732642, expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.

Event description:
Customer reported feeling unwell and was sweaty. He tested 19.8 mmol/l on the mobile system at 00:17; at 00:20 he injected "toronto" insulin and tested 3.7 mmol/l on the compact plus system at 00:30. The customer received results of 4.0 mmol/l (00:33) and 10.0 mmol/l (00:34) on the mobile system. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.